Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with high idle currents due to moisture damage found on the lcd board. The pump had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer is having issues with insulin pump. This is the second time they had called to report their pump. The customer visited the health care provider and they stated the pump was not functioning correctly. The pump alarms low battery, she was sent a battery cap; but that did not resolve the issue. The customer encountered high blood glucose, but reading was unknown. The customer will return device for analysis.